Event description:
The account stated that the architect i2000sr analyzer has generated a false reactive result. The initial result was 36.0 miu/ml, the sample was retested and the result was <0.12 miu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.